Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced red heart alarms along with low speed and pump stoppage events while connected to the power module. The patient reportedly called the vad coordinator on (B)(6) 2015 to report that he had experienced red heart alarms over the weekend with the display on the system controller indicating ¿reconnect driveline¿, despite the driveline being connected. The patient reportedly felt vibrations in his chest with this occurrence and switched to battery power for the remainder of the weekend with no further issues or alarms. The patient was admitted into the hospital. It was reported that the patient was able to connect the system controller¿s white power cable to the power module (through the patient cable) and the black power cable to a battery, and did not experience any events. The system controller alarmed and pump stoppage events occurred when both the white and black power cables were connected to the power module. The driveline was evaluated by the manufacturer¿s technical service representatives. They observed that the driveline was severely twisted starting at the system controller, all the way to the patient¿s exit site dressing area. The internal driveline x-rays did not indicate any apparent damage. Due to the visible twisting and pump stoppage events, it was suspected that there may be a damaged wire in the external portion of the driveline. The external portion of the driveline was replaced without incident on (B)(6) 2015 and no further issues were reported.

Manufacturer narrative:
The pump remains in use supporting the patient. The report of a suspected driveline issue was confirmed. It was reported that the patient experienced red heart alarms while being supported on the power module. Review of the submitted log file confirmed multiple low speed and pump stoppages. Several of the events appeared to be the result of the driveline being disconnected from the system controller; however, there were also pump stoppages associated with increases in pump power and voltage fluctuations, which appeared consistent with a potential driveline issue. The replaced portion of the driveline was returned for evaluation. The driveline measured approximately 18 inches and was severely kinked and twisted. Visual inspection of the wires found that the observed twisting had caused the braided shield to be pressed into the color insulation, causing deep indentations and scraping. The indentations pierced the black wire insulation at areas approximately 11.5 inches, 16.5 inches, and 17 inches from the metal connector. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire''s insulation. The test revealed a pinhole sized breach at the base of an indentation in the brown wire insulation, approximately 13.5 inches from the metal connector. The test did not reveal any additional wire breaches. The exposed conductors of the black and brown wires would have allowed an electrical short to ground while the system was operating on the power module. The short would have contributed to the low speed and pump stoppage events captured in the system controller log file. The observed damage to both wires appeared to have resulted from mechanical damage induced by the severe twisting and kinking of the driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. The replaced portion of the percutaneous lead was returned to the manufacturer for evaluation, but the evaluation is not completed yet. No further information is available at this time. A supplemental report will be submitted when the analysis is completed.